Manufacturer narrative:
Additional PMA/510(k) #p040024.

Event description:
This spontaneous report of a non-serious, unlabeled event (telangiectasia) is being submitted as a 10-day report. Information was received regarding a female who received 4-5 injections of restylane into each nasolobial fold rim in 2006. An unspecified "numbing agent" was administered as an anesthetic pre-procedure. No additional procedures were performed at the time of restylane treatment. The patient had no significant medical history and was not taking concomitant medications. In 2006, the patient developed "redness and shadows", "like capillaries", at the injection sites. Additionally, the patient reportedly could feel the product beneath her skin (medical device implantation). The patient was examined by a physician, who described a rim of crest-shaped erythma," which was diagnosed as telangiectasia (telangiectasia). As of the date this report was received, the event had abated, but was not completely resolved. The lot number and expiration date were not reported.